Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's reported date of june 2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced an unspecified medical event and was given an unspecified treatment by an unspecified third-party. Adc customer service called the customer to gather more information however, the patient indicated that they did not have time to answer the questions. There was no report of death or permanent impairment associated with this event.